Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device was tested on the bench using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-17791. Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. In addition, during the procedure it was noted that the patient's right atrial lead had a bit of insulation damage. A suture sleeve was used on the lead and the lead remained implanted. The patient's condition was stable throughout the procedure.